Event description:
The customer reported system errors requiring a reboot to regain system functionality. No pt or user injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.